Event description:
Covidien received info stating that the ventilator touch screen was frozen and the unit could not be turned off. The device was not in use on a pt when this event occurred.

Manufacturer narrative:
(B)(4).